Event description:
Healthcare professional reported "right breast erythema, swelling, and firm to touch/change in shape", "folding of breast implant", and "ultrasound guided breast fluid biopsy was obtained prior to surgery - fluid culture negative. Currently testing for alcl". Healthcare professional also reported capsular contracture [baker grade unknown], pain with swelling, rupture and suspicion for alcl via operative report. Healthcare professional reported baker grade "3". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.